Event description:
Company contacted me telling me there had been problems with testing results with information on what to do. I followed directions including taking info to doctor. I lost the return form and was contacted by alere and was told to contact you. I was not injured in anyway.